Event description:
It was reported that during a lap gastric bypass procedure, the staples did not form correctly. Another device was used to complete the procedure. There was no pt consequence.

Event description:
Reporter alleged that the inform base unit has melting on the plastic. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.